Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl. The customer was transported to the emergency room (ER) by the emergency medical services (ems). The customer was treated with intravenous (IV) glucose in the ambulance, and monitored in the ER, and when the customer arrived at the ER, bg level was 95 mg/dl. One hour later, the customer left the ER with a bg level of 180 mg/dl, with the customer being "okay". The customer reviewed pump data and reported two boluses deliveries that the customer alleged had occurred without the customer requesting and delivering them. Review of the pump data logs by tandem technical support showed that the user interacted with the pump and successfully unlocked the pump twice on (B)(6) 2017. Additionally, the logs show that prior to the ER visit, there was two override bolus entries on (B)(6) 2017 that was requested and delivered by the user. Upon relaying the information to the customer on (B)(6) 2017, the customer was satisfied with the explanation.